Manufacturer narrative:
Follow-up #1 date of submission 08/24/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact, with no peeling or damage. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).